Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. No surgical task was performed when the issue occurred. There was full cable breakage. There was loss of cautery associated with broken/loose cable. There were no signs of thermal damage at site of breakage and no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The patient information was not provided.